Event description:
It was reported that while using the product, the patient reported to the doctor that there was a sound of air leakage in his throat and the tracheal intubation was immediately replaced. The procedure then went smoothly. After replacement they detected the original tracheal intubation balloon had a small crack. There was patient involvement, but no patient harm/adverse event reported. The device has already been discarded by the hospital and will not be returning.

Manufacturer narrative:
H3: other: device has been reported as discarded. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product was returned for investigation. Therefore, we are unable to confirm the reported complaint. If we receive the product, we will reopen the investigation and do further evaluations. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.